Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was initially treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Thirteen days after onset, the condition was not resolving and the patient was hospitalized for the peritonitis event. The patient was treated with unspecified intravenous antibiotic(s) (medication, dosage, frequency, and duration not reported) for the event. The patient was discharged from the hospital after four days with ongoing antibiotic treatment. Dianeal therapy was ongoing. The patient was reported to have recovered from the peritonitis event. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.